Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, fluoroscopy confirmed this atrial lead was dislodged. A revision procedure was performed. Attempts to reposition were unsuccessful. The lead was removed and replaced. During the same procedure, the left ventricular lead was also replaced. No adverse patient effects were reported. Acceptable measurements were obtained post implant.